Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had intermittent continuity and a funny noise. It failed to provide energy 5-10 times. The case was completed and the hospital did not report any patient effects. The product is not returning. The power to the piece of the hemopro 2 kit was intermittent and an unusual 'funny noise' was coming from the power supply. It intermittently failed to provide energy 5-10 times during the procedure.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had intermittent continuity and a funny noise. It failed to provide energy 5-10 times. The case was completed and the hospital did not report any patient effects. The product is not returning. The power to the piece of the hemopro 2 kit was intermittent and an unusual 'funny noise' was coming from the power supply. It intermittently failed to provide energy 5-10 times during the procedure.